Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, at the end of the case but prior to pocket closure, fluoroscopy noted that the atrial lead had dislodged, necessitating that the lead be removed from the device in order to be repositioned. Once repositioned, the atrial lead was then re-inserted into the device but the setscrew would not engage. After multiple re-insertion attempts, upon inspection the setscrew appeared sideways, and upon trying to upright it, the setscrew was ejected from the device and eventually was located outside of the patient's body. Possible grommet seal damage was also noted. Another device was implanted, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.